Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 402 mg/dl..